Manufacturer narrative:
The reported inability to tighten the rv set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the rv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant the set screw could not be tightened. The device was not implanted. There were no patient symptoms reported.